Manufacturer narrative:
Continuation of medical devices: d224drg ICD implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope resulting in the interrogation of their implantable cardioverter defibrillator (ICD). Upon interrogation, it was noted that the patient¿s right atrial (ra) lead was experiencing both undersensing and oversensing that was causing the patient¿s ICD to misclassify atrial arrhythmias as ventricular arrhythmias. In addition, it was reported that an atrial bipolar lead impedance warning had been triggered last year in (B)(6). Both the ra lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead triggered multiple alerts for low pacing impedance. The ra lead and ICD were explanted and replaced.